Event description:
Philips received a complaint about the v60 ventilator indicating that the device was producing an o2 (oxygen) unavailable alarm. The device was reported to be in use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) of the o2 unavailable alarm, and requested onsite service be scheduled. A 0.25in test adapter and 22mm adapter were ordered for the field service. This investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) went to the customer site and evaluated the device using the ordered 0.25in test adapter and 22mm adapter. Having performed the oxygen delivery checks, the high flow system was found to operate as expected. The measurements seen by the fse did not show significant deviations between the set value and the one measured by the testing equipment. The device passed the performance verification test (pvt) and was provided back to the customer ready for use.